Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother initially called to report a low battery and failed battery test alarms. Troubleshooting revealed that the insulin pump had also given an error alarm that had cleared all of the settings. The insulin pump passed the self test but the mother did not know the basal rate settings for the insulin pump. The customer's mother later called stating the customer's blood glucose reading was 503 mg/dl because she has not received any insulin. She was advised to take the customer to the hospital. The mother took the customer to the hospital for high blood glucose levels over 500 mg/dl. The customer was treated and the blood glucose reading came down to 168 mg/dl.